Manufacturer narrative:
Product was returned and evaluated and the complaint was verified. The product investigation suggests that the lock screw possibly cross-threaded during installation resulting in it coming out of the lock position. No patient injury was reported. Labeling review: "all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw" "the bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct".

Event description:
On (B)(6) 2020, patient underwent a spinal procedure at l3-l5 levels. An x-ray taken just after closing the incision revealed that a right l4 lock screw came off. The physician opened the incision and replaced the lock screw with a new one.